Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the surgeon implanted the device, but a portion of the device was left proud. The surgeon removed the end of the implant by using a high speed burr with irrigation. During this process the ta marker, which is assembled into the implant, disassociated with the implant and became lodged in tissue. The marker was identified in an x-ray. The surgeon opted to leave the marker in place.